Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastric varices ligation procedure performed on (B)(6) 2022. During the procedure, the device could not be rotated, and the bands could not be deployed when used. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of device could not be rotated. Block h10: the returned speedband superview super 7 (ligator housing and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator head had no bands attached. The suture thread returned has been unfolded from the ligator housing, the suture thread was in good condition and contained the seven knots. The returned irrigation tube was in good condition. The ligator housing teeth and the suture hole were in good condition. The handle slot had the trip wire inserted. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy and handle won't rotate were not confirmed. Upon analysis on the returned device, it showed no evidence of problems or defects. The handle was in good condition, and it worked as intended. The returned ligator housing was in good condition without bands attached, and the suture had the seven knots. Perhaps the technique used, or patient's anatomical conditions could have contributed to this event; however, there is not enough objective evidence to determine that the reported event occurred due to a device problem. Therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastric varices ligation procedure performed on (B)(6) 2022. During the procedure, the device could not be rotated, and the bands could not be deployed when used. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.